Event description:
Meter read 211 mg/dl and went to the hosp where their meter read 88 mg/dl. It was reported meter read 325 mg/dl while hosp meter read < 100mg/dl as well. No treatment was reportedly recieved. A request was mad for the return of the suspect device and replacment product was sent.